Event description:
The customer reported that the system failed to boot up. There was no patient injury or death reported.

Manufacturer narrative:
The customer canceled the service call. The hospital biomed replaced the battery.